Manufacturer narrative:
Internal report # (B)(4). Send customer to local pharmacy or place of purchase for replacement product. Customer returned only one syringe. Qc investigation on (B)(6) 2018 resulted in defect found; plunger not functioning as intended due to possible multiple use that compromised the seal of the plunger. Syringe does not aspirate. Based on the post market review syr-pmr-100 and review of the FDA's total product life cycle (tplc) - total device problems, for "possible delay in administration of insulin", the complaint is reportable. Reference - CAPA (B)(4). Note: manufacturer contacted customer in a follow-up call to ensure that the replacement products resolved the initial concern - unable to establish contact with the customer at this time. Product notification letter sent to customer to contact customer care.

Event description:
Customer complaint that the syringe are not aspirating the insulin . The customer states that he has to attempt aspirating with a cup of water first before the insulin to make sure its functioning properly. Due to varying state laws on prescriptions, we do not directly send these types of products to consumers. Send customer to the local pharmacy or place of purchase for replacement product.